Event description:
It was reported that externalized conductors were found on a lead via diagnostic imaging. Patient was asymptomatic. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
(B)(4).